Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed to open. The field service engineer (fse) determined that full-height matrix had failed to register as closed. Through diagnostic troubleshooting, it was determined that the pyxis's drawer controller was fault. It passed diagnostic testing. The device was configured, recovered, and inventoried by escort in the application. Remaining hardware was inspected and adjusted as needed. The battery was found to be good and compliant by date. The device completed the windows installation during reboot and was confirmed to be current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.